Event description:
It was reported that during a biliary stenting procedure, deployment difficulties and a sheath break occurred. The lesion was located in the papilla of vater biliary tract. The 8fr 10mm x 40mm wallstent endoscopic covered biliary stent delivery system (sds) was advanced through an unspecified duodenoscope to the lesion, however, upon attempting to pull the outside sheath to deploy the stent, the stent was unable to be deployed and the proximal portion of the outside sheath broke into 2 pieces. It was noted that the stent was compressed on the delivery system. The sds and stent were successfully removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".